Event description:
It was reported that during a gastrectomy procedure, the tissue pad was detached off when the tip of the device was cleaned in 30 minutes. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.